Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned in the lens case. Viscoelastic is observed on the lens. There are long parallel scrape marks across the center of the posterior and anterior surfaces of the optic. This damage was not observed in the provided photos. This appears to have been caused by an instrument used to grasp the lens during removal. One haptic tip was broken-not returned. The lens was swabbed to remove the viscoelastic. Two very small scratches are observed on the anterior optic surface near the center. Either of these small scratches could be the area observed in the provided photos. Two photos were provided of the lens in the eye. There was a faint mark observed near the center of the optic in both photos. A used qualified cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The root cause for the reported "dot" could not be determined. Two very small scratches were observed near the center of anterior optic surface. These appeared to correspond to the faint mark observed in the provided photos. The associated cartridge was also evaluated. No damage was observed. Top coat dye stain testing was conducted with acceptable results. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there is a dot in the middle of an intraocular lens (iol). Additional information was provided that during an iol implant procedure, after inserting the lens, the dot was noted. The procedure was completed the same day.